Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm. The aortic neck was 25 mm long, 23 mm in diameter, had severe angulation of 90 degrees, and had mild thrombus and mild calcification. Iliac arteries were large in diameter and non-tortuous with mild to moderate calcification. It was reported that the endurant bifurcated stent graft was inadvertently implanted lower then intended due to the severe angulation of the aortic neck (MFR report # 2953200-2011-01448). The physician elected to intervene by implanting a 32x32x49 endurant aortic cuff at the renal arteries (MFR report # 2953200-2011-01449). Although there was no endoleak, the physician elected to implant a 28x28x40 aneurx aortic cuff preventively between the endurant cuff and the bifurcated stent graft, as there was only 1 cm of overlap between the two components. No clinical sequelae were reported, and the pt is fine. An internal review of pre-implant cta's confirmed a highly angulated aortic neck.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft misplacement), (severely angulated aortic neck), (implantation of the device in a severely angulated aortic neck). Eval, conclusion: (severely angulated aortic neck), (implantation of the device in a severely angulated aortic neck).